Manufacturer narrative:
Technical support instructed the engineer to replace the red limit cable. Repairs have not been completed.

Event description:
The accounts engineer stated the bed will not go into reverse trendelenburg. No injury.